Manufacturer narrative:
(B)(4). The pcu and associated pump module were returned for investigation. Visual inspection was performed: the left (female) black iui connector of the pcu exhibited plastic melting around pins 2 and 3. The interfacing right (male) black iui connector of the associated pump module exhibited plastic melting around pins 13 and 14. The pins themselves were badly carbonized. Internal inspection of both devices found no evidence of fluid ingression inside the devices and no damaged components on any of the board assemblies. The customer's iui connectors smoking report has been confirmed. It is suspected (but not confirmed) that a fluid spillage occurred on the devices and created a conductive path between the respective power and ground pins of the iui connectors resulting in a low impedance or short across these pins. This shorted condition resulted in an increase in heat being generated.

Event description:
The family members noticed the device smoking, the device was on the patient. It was described as a "flare up between the male and female iui." No patient harm reported. The pcu was replaced, taken by the equipment technicians and brought to biomed. No additional event details were provided by the customer.